Event description:
It was reported that the patient implanted with an implantable cardioverter defibrillator (ICD) heard beep tones. Technical services (ts) reviewed data from this device and found that an alert had been displayed for a one-time measurement of right ventricular (rv) high shock impedance out of range of 128 ohms. Further investigation determined that this observation could be related to a temporary patient condition, as the thoracic impedance trend, which is a biological-related process, presents the same behavior. After the one-time high out of range measurement, the shock impedance remained within normal limits. Ts advised to have the patient attend the facility for device interrogation in order to stop the beeping tones. No adverse patient effects were reported. The lead remains in service.